Manufacturer narrative:
Analysis found the unit alarmed motor error during the basic occlusion test and was unable to prime due to a faulty force sensor resistor. The motor was tested outside of the device and passed the motor test.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm and motor error alarms during priming. The customer's blood glucose was unknown at the time of incident. The customer stated that insulin squirts out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.